Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while the patient was getting their device "downgraded" the physician noted asystole during programming, it occurred several times and said there were "multiple 4-5 second pauses". The physician said it "acted like it was in unipolar". The physician was thinking it had something to do with implant detect in this device. When the left ventricular (lv) and right ventricular (rv) lead were hooked up out of the pocket the device was pacing and capturing. When the programming head was put over the device, that's when the physician saw the "asystole". The device remains in use. No patient complications have been reported as a result of this event.